Event description:
It was reported by the affiliate during a lap cholectomy procedure that the surgeon was using instrument early on in procedure. Error code 5 alarmed on generator. Scrub nurse re-torqued instrument. Circulating nurse pressed "test" button on generator to clear error. Error code 5 reappeared. Instrument was disassembled, then reassembled and "test" button pressed. Error code 5 appeared. Use of generator and instrument was discontinued. Surgeon opened pt as previously planned. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that when attempting to activate the device on the generator, it gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."